Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. Analysis indicated there was an issue with the catheter shaft. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the introducer was very fragile and there was a fracture. No patient complications have been reported as a result of this event.